Event description:
Patient reported right side exchange of textured breast implants due to the patient¿s concern with the product, "pseudomonas infection from open wound under the right breast", bilateral revision surgery with left side implant released due to devices "sitting high like "man pectorals", lumpy, bulging, and deformed, as well as 4 surgeries with devices. Patient also reported "it feels as if the implant is pushing its' way through towards the sternum." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side exchange of textured breast implants due to the patient¿s concern with the product, "pseudomonas infection from open wound under the right breast", bilateral revision surgery with left side implant released due to devices "sitting high like "man pectorals", lumpy, bulging, and deformed, as well as 4 surgeries with devices. Patient also reported "it feels as if the implant is pushing its' way through towards the sternum." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the overweight, yellow biological tissue and red particles in the shell. Bubbles in the gel observed after autoclave cycle. The device is weighed again in the mo502-65-004 and it is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Additional, changed, and/or corrected data:

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Patient reported right side exchange of textured breast implants due to the patient¿s concern with the product, "pseudomonas infection from open wound under the right breast", bilateral revision surgery with left side implant released due to devices "sitting high like "man pectorals", lumpy, bulging, and deformed, as well as 4 surgeries with devices. Patient also reported "it feels as if the implant is pushing its' way through towards the sternum." Device remains implanted.